Event description:
Per the clinic, the patient experienced a dislodgement of the internal magnet during an MRI scan performed on (B)(6) 2019 (tesla strength not reported). It is unknown whether the patient's head was wrapped per the manufacturer's guidelines. On (B)(6) 2019, the internal magnet was removed and temporarily replaced with a non-magnetic plug, in order to allow for additional MRI scans.

Event description:
Per the clinic, the patient underwent revision surgery on (B)(6) 2019 to replace internal magnet.

Manufacturer narrative:
This report is submitted 05 november 2019.